Event description:
At end of surgery case, patient breathing spontaneously with mask/circuit. Apl valve open but bag continued to expand, increasing airway pressure. Scavenger system checked, valve open but bag expanded to capacity.